Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel resection procedure, the device could not be fired, the surgeon was unable to press the green button and unable to squeeze the handle. The device was replaced to complete the case and resolve the issue. There was no patient injury.